Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: summary of evaluation: fault confirmed. The unit is unresponsive to touch screen inputs from the mid-right side of screen, although does still have functionality on the left side. Replacement touch screen required. Action taken: replaced front bezel assy. Incl. Touch screen. Tested post repair and calibrated as per qip11280 and map12143. Qip# (B)(4) rev. P. Probable root cause: light engine malfunction; main board, receptacle board, or front board malfunction; damaged or missing esst spring; incorrect/no communication with 1688; overheating; power supply malfunction; software malfunction; hf/rf interference. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.